Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red, spring loaded, clamp at end of impaction handle that latches to impactors broke off. Tech threw spring away by mistake but have the handle and clamp to return. No surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for investigation. After physical review of the complaint piece, it was identified that the lever assy broken off, therefore the allegation can be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.